Manufacturer narrative:
Evaluation, method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient received his original scs system on (B)(6) 2004. Since then, the patient was revised (date unknown) to receive a new paddle lead. During another lead revision on (B)(6) 2008, it was reported that the lead was missing electrodes from the lead paddle with one electrode coming off during the procedure. The lead was replaced with another lead of the same model, but an electrode remained in the patient's body. Follow-up on the patient found that he has not had any further issues.